Event description:
A dome portion fell into the stomach when the user grasped the clip with a hand upon nutrition, liquid infusion. The dome portion was removed endoscopically. The device had been in place for 172 days prior to the incident.

Manufacturer narrative:
The complaint of the ponsky feeding tube detaching from the locking clip is confirmed. The notes in this file indicate, "a dome portion fell into the stomach when the user grasped the clip with a hand upon nutrition liquid infusion". The genie tricuspid plug was returned locked to its locking retention clip. The ponsky feeding tube was returned loose. The proximal end of the peg feeding tube was observed under magnification and there are no impressions in the tubing or indications of assembly. The locking retention clip was opened and the genie insertion plug was then removed. Next, the genie plug was then inserted into the proximal end of the ponsky feeding tube. The retention clip was then secured to the feeding tube and the genie insert plug. After the device was assembled, the examiner then stretched the feeding tube that is attached to the retention locking clip excessively. There was no movement or separation of the tubing from the retention clip. The device had been in place for 172 days prior to the complaint incident. At this time the exact mechanism of damage is undetermined. Gross visual and microscopic examinations of the complaint sample shows no evidence of a defect or deformity related to the mfg process. A chr of lot# hure2881 showed one other similar prod complaints from this lot number.